Manufacturer narrative:
Additional information: g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the tooth of the blade safety was broken and there was evidence of use on the device. Troubleshooting did not observe any issue with the activation of the device. Inspection showed that the ¿tooth¿ feature of the blade-safety was fractured just inside the opening to the body (the component was not extending outside of ¿handle-a¿ as intended). Next, with the device handles and jaws fully closed, the device trigger was tested. It was not possible to cycle the trigger nor possible to deploy the knife blade. This is due to the blade-safety mechanism remaining engaged, due to the lack of the blade-safety ¿tooth¿ feature. With a new device, the blade-safety tooth feature was forcibly ¿bent¿ at the fracture point. It was not possible to replicate the field failure-mode, at either the component nor at the device level, per creating a fracture of the ¿tooth¿. Rather, the feature bent in a ductile manner and remained fully attached to the main component. The device's jaw opening and closing mechanism was functioning properly. The jaw gap of the device was measured and it was found to be within specification. It was reported that there was an inadvertent activation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: broken blade-safety mechanism. The most likely cause could not be established from the infor mation available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was activated when unintended. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the exact dissector lf2019 ligasure 21cm was activated when unintended. There was no patient involved.